Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. However, no button error alarm was observed during testing. Damages to the lcd window, case, reservoir tube, belt clip slot, battery tube threads, a stained address/serial number label and stained end cap sticker also noted.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 10.0 mmol/l. Customer cannot clear the alarm since the pump is not responding to button presses. Customer was exercising and stated that there may have been moisture exposure due to possible perspiration on the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.